Event description:
It was reported that t:slim x2 pump battery did not charge and remained at a low level. There was no reported impact to the customer¿s blood glucose level. Customer was advised to keep pump plugged in for 30 minutes and to call back if charging problems continued, and technical support assisted further regarding malfunction and screen concerns.